Event description:
The manager for a hospital hemodialysis (hd) unit reported to fresenius that an internal dialyzer blood leak occurred during the patient¿s treatment. Treatment was initiated at 0755 and the blood leak occurred immediately. The gambro artis (non-fresenius) machine alarmed appropriately in response to the event (with error code 28: blood detected in dialysate). The blood leak could not be visually observed by the staff. Blood leak test strips were used and tested positive for the presence of blood. Treatment was discontinued and the machine was pulled from service. No defect or damage was noted to the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The manager for a hospital hemodialysis (hd) unit reported to fresenius that an internal dialyzer blood leak occurred during the patient¿s treatment. Treatment was initiated at 0755 and the blood leak occurred immediately. The gambro artis (non-fresenius) machine alarmed appropriately in response to the event (with error code 28: blood detected in dialysate). The blood leak could not be visually observed by the staff. Blood leak test strips were used and tested positive for the presence of blood. Treatment was discontinued and the machine was pulled from service. No defect or damage was noted to the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d4 (lot number and expiration date), h4 (device manufacture date.

Manufacturer narrative:
Additional information: b5 (event description) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The manager for a hospital hemodialysis (hd) unit reported to fresenius that an internal dialyzer blood leak occurred during the patient¿s treatment. Treatment was initiated at 0755 and the blood leak occurred immediately. The gambro artis (non-fresenius) machine alarmed appropriately in response to the event (with error code 28: blood detected in dialysate). The blood leak could not be visually observed by the staff. Blood leak test strips were used and tested positive for the presence of blood. Treatment was discontinued and the machine was pulled from service. No defect or damage was noted to the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
The manager for a hospital hemodialysis (hd) unit reported to fresenius that an internal dialyzer blood leak occurred during the patient¿s treatment. Treatment was initiated at 0755 and the blood leak occurred immediately. The gambro artis (non-fresenius) machine alarmed appropriately in response to the event (with error code 28: blood detected in dialysate). Blood leak test strips were used and tested positive for the presence of blood. Treatment was discontinued and the machine was pulled from service. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of the reported event. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.